Manufacturer narrative:
A company service rep checked system same day, and found it to meet performance specifications. Tubing sample was not returned for evaluation. No similar reports received to date.

Event description:
Customer initially reported patient on table; cassette check failed, due to split tubing that connects to receiver latch mechanism. Surgeon cut and reconnected tubing. System worked fine. Case was completed with no patient injury reported. Additional information received from surgeon noted system failed to respond halfway through a vitrectomy; error code displayed on screen rebooting/change of cassette failed to remedy problem. Surgeon completed suction tubing repair. Stated there was no patient impact, as operation was completed satisfactorily, but the procedure was delayed one hour.